Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that the catheter was kinked in multiple locations. The working channel sleeve extended from the distal cap when received. When the device was plugged into the controller; no image was displayed. The distal tip would articulate without issue. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was not consistent with the reported event of poor image quality. In addition, the working channel sleeve extended from the distal cap when received. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a laser lithotripsy performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds has poor image quality. Reportedly, there was o visible damage noted on the spyscope ds. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.